Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address pain, loosening and spin-out.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
**Update** (B)(4) 2013 - legal claim received alleging that the patient suffers from discomfort. The femoral head has been added to the complaint.

Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
(B)(4) 2013 - new litigation papers received. Litigation alleges elevated metal ion levels. There is no new additional information that would affect the investigation.

Manufacturer narrative:
Depuy still considers this investigation closed.